Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead was intubated and admitted to the hospital for unrelated reasons. Interrogation of the device with a programmer revealed a low out of range shock impedance measurement of zero ohms. A subsequent measurement was taken and was 44 ohms. This product remains implanted and in service. No adverse patient effects were reported.